Event description:
Report received from the USA stating that the device was "overheating". The device was being used in surgery. There was no reported pt or user injuries. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the reported condition was not confirmed. This unit met all operational specifications including temperature. If additional info is received, a supplemental report will be sent.